Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent hip arthroplasty revision surgery due to dislocation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.